Manufacturer narrative:
The ipg was not made available for evaluation. Sufficient stimulation settings are not available, only 1% of programming history was received. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. The ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.